Event description:
It was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation and high capture thresholds. Later, the rv lead also showed failure to capture, consistent with lead dislodgement. Programming changes were made to restore normal parameters. The patient was stable.